Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, it was reported that the patient experienced a signal loss at around 8pm with the patient¿s omnipod and dexcom receiver and they were not providing the patient with any cgm values. The patient was asymptomatic and went to sleep thinking the issue would resolve itself. On (B)(6) 2025, the patient woke up nauseous and could not get out of bed. The patient¿s cgm was still in a signal loss state. No bg meter reading was reported at this time. The patient called her doctor to cancel an appointment she had for that day and when explaining why, the patient¿s doctor called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 500 mg/dl. The patient was treated with an unspecified IV and transported to the emergency room (ER). At the ER, the patient was treated with other unspecified medications that she could not recall and admitted to the intensive care unit (ICU). The patient was discharged home the following evening, on (B)(6) 2025 (more than 24 hours). The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.